Event description:
Related manufacturer reference number: 2017865-2022-04970. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the left ventricular (lv) lead and the right atrial (ra) lead were dislodged. There was elevated capture threshold on ra lead and the lv lead had dislodged back into the pocket and had no capture. The physician explanted and replaced the lv and ra leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured to be within specification. Visual inspection of the lead did not find any anomalies.